Event description:
On (B)(6) 2012, the patient contacted animas to report intermittent power loss with her pump since (B)(6) 2012. At the time of the call, the patient reported a high blood glucose (bg) excursion since (B)(6) 2012. The patient claimed her bg's had been in the 400's mg/dl and had symptoms of thirst and frequent urination. The patient reported that on the morning of (B)(6) 2012 she was 507 mg/dl. The patient informed customer support that she disconnected from the pump and initiated injections on the morning of (B)(6) 2012 due to the intermittent power loss with the pump and continued elevated bg's since (B)(6) 2012. At the time of troubleshooting, the patient confirmed that the intermittent power losses were as a result of the battery cap not being secured to the pump. The patient reported, she was unable to secure the battery cap on the pump after a battery change. The patient confirmed the yellow o-ring was visible. At the time of troubleshooting, the patient reported that the threads on both the battery cap and battery compartment were damaged. The patient informed customer support that the battery cap was original to the pump and had not been replaced as recommended in the owner's booklet. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia after the alleged power issue with the animas device began. The patient's alleged hyperglycemia can be attributed to use error since the patient continued on insulin pump therapy despite being aware that the battery cap was not secured tightly to the pump. The detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. Rebooting observed in the black box on (B)(4) 2012. Rebooting follows low battery warnings and replace battery alarms. The voltage in the black box is low. Occlusion alarms observed in pump history and occlusion alarms are preceded by a high force. No damage found to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used for all investigation steps. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. Pump passed 29 hour flow accuracy test and found to be delivering within required specifications. No alarms or power issues occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible alert. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, evaluation revealed that the keypad is peeling near the ok button. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, contamination found under all button contacts. Cracks observed around perimeter of display lens. The display lens was found to be scratched.